Event description:
It was reported that a pump triggered an altitude alarm 21. The blood glucose level remained between 54-500 mg/dl, indicating no adverse impact. The customer's insulin delivery was initially suspended due to the alarm but resumed successfully after following instructions to remove an obstruction, clean the speaker holes, and wait. Technical support provided guidance on preventing future altitude alarms, and the caller confirmed understanding.